Event description:
It was reported the pt had an angio-seal device deployed without difficulty. The pt presented to the hosp (date unknown) and was diagnosed with a staph infection at the groin which was treated with antibiotics.